Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the mega needle driver instrument. The instrument was not used in a surgical procedure. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segments was observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.